Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant attempt when repositioning the lead the helix would no longer extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.